Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power issue where the medstation would not turn on. A field service engineer (fse) disconnected the auxiliary cabinet, allowing the station to power on. After reconnecting the auxiliary and isolating drawers, the fse identified that the controller board in auxiliary half-height drawer 5.1 was defective, measuring zero ohms. The controller board and position sensor were replaced, hardware test application tests passed, and the pharmacy technician completed medication inventory in the drawer, confirming successful resolution. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had hardware failure. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.